Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a 23mm navitor vision valve was selected for implant using an unknown delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure with the pre-existing block, pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using an 18mm, non-abbott balloon. The valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient¿s conduction system was noted to be in a first-degree atrioventricular (av) block. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient had a prolonged hospital stay for monitoring of rhythm. A permanent pacemaker was implanted as an intervention. The patient's status is unknown.

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the patient had a prior medical history of right branch bundle block (rbbb); no calcification. The valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention was a result of case-specific circumstances as patient had a prolonged hospital stay for monitoring of rhythm, and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using an unknown delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure with the pre-existing block, pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using an 18mm, non-abbott balloon. The valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient¿s conduction system was noted to be in a first-degree atrioventricular (av) block. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient had a prolonged hospital stay for monitoring of rhythm. A permanent pacemaker was implanted as an intervention. The patient's status is unknown.